Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred with multiple cartridges. Customer¿s blood glucose level was 75-299 mg/dl. The customer reverted to an alternate method in insulin therapy.